Event description:
It was reported the implantable cardioverter defibrillator demonstrated power on reset and clinical trial data was lost. The device was explanted and replaced due to recommended replacement time indication. No patient complications have been reported as a result of this event. Of note, the physician expressed that it was unfortunate the clinical trial data was lost.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: further analysis based on the destructive analysis results indicated no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and the likelihood of the lithium severing seen in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert, power on reset (por) for dvdd/l354 self-supply on (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code.